Event description:
It was reported the lead was explanted due to externalized conductors.

Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasion as found at 10.6-13.8cm and 13.4-15.6cm from the distal tip. Internal insulation abrasion was found at 18.0-18.3cm from the distal tip. The etfe coating was intact at these locations.